Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when the packaging was opened (did not use), no screw was found. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. Corrected: e4. H3, h4, h6: photo investigation: the product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The photographic evidence displays a sealed and unopened non-sterile pouch with a finished goods label and an additional barcode label not placed by jabil monument on one end of the pouch. The pouch contains a single white plastic clip body. The pouch was contained within another bag containing inserts. Per the complaint and accompanying photographic evidence, the complaint condition was confirmed. The product missing the screw and lid components in a sealed package must have originated during manufacturing. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the scr ø1.5 self-tap l5 tan 1u I/clip would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Physical device investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found packaging and was received with its label and documentation IFU. The photographic evidence displays a sealed and unopened non-sterile pouch with a finished goods label and an additional barcode label not placed by jabil monument on one end of the pouch. The pouch contains a single white plastic clip body. The pouch was contained within another bag containing inserts. Per the complaint and accompanying photographic evidence, the complaint condition was confirmed. The product missing the screw and lid components in a sealed package must have originated during manufacturing. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the scr ø1.5 self-tap l5 tan 1u I/clip would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part: 04.503.205.01c. Lot no: 9047p82. Release to warehouse date: 08 jan 2024. Manufacturing site: werk selzach. Supplier: (B)(4), a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.